Manufacturer narrative:
(B)(4). MDR report key 10658238/report number mw5097174. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
According to the maude report (MDR report key 10658238/MDR text key 211060551/report number mw5097174) "we have had numerous instances when the guidewires in the central line kits "kink" and will not advance. This has caused delay in treatment and additional cost to the facility because he have to open 2 (sometimes) 3 kits to get one that will advance.".

Manufacturer narrative:
Qn#: (B)(4). MDR report key: (B)(4)/report number: mw5097174.

Event description:
According to the maude report (MDR report key: (B)(4)/MDR text key: (B)(4) report number: mw5097174. "We have had numerous instances when the guidewires in the central line kits "kink" and will not advance. This has caused delay in treatment and additional cost to the facility because he have to open 2 (sometimes) 3 kits to get one that will advance."